Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch episodes were observed when the patient presented in clinic for a follow-up. Programming changes were made and the patient will continue to be followed.